Event description:
It was reported an issue with novosyn quick suture. The client reported that the needle comes loose from the stitching thread. Rethread 6 times because the issue kept recurring. Repeating it each time was not pleasant for the patient. Additional information has not been provided.

Manufacturer narrative:
Summary of investigation: there are previous complaints of this code batch for the same issue closed as confirmed after analysis. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have received 21 closed samples and 1 unopened pouch without the second pack. To evaluate the conformity of these units, we performed the following tests: tightness test to the closed samples received has been performed and the units are tight. The rotation test performed on the 21 closed samples received confirmed that the units are not compliant with the specified requirements. We noticed that the thread breaks easily near the needle in 20 of the 21 closed sample received. Then, detachment of the needle or breakage of the thread in that area could have been caused by too much thermal treatment in the manufacturing process, which causes the thread burnt and break easily in the attachment area. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: too much thermal treatment applied to the thread ends that caused the thread to be fragile and break in the attachment area. Final conclusion: taking into account that the results of samples received do not fulfil the b. Braun surgical specifications, we conclude that the complaint is confirmed. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.